Event description:
The reusable poly insert impactor tip broke at the point where the tip connects to the impactor handle. The surgery was completed successfully.

Manufacturer narrative:
The reusable tibial tray impactor tip broke at the point where the tip connects to the impactor handle. The surgery was completed successfully. Review of inspection records for the affected lot indicate that the device was manufactured to specification.